Event description:
It was reported that during a ptca/stent procedure, the patient was experiencing an acute mi, and was seen to have thrombus in the left anterior descending (the safety and effectiveness of the stent has not been established in a recent acute mi or in the presence of thrombus). The stent was then successfully deployed. The patient received anticoagulation therapy during the procedure. Thirty-five days later, the patient returned to the cath lab after experiencing cardiac arrest/arrhythmia. The left anterior descending was totally occluded within the stent, the area was redilated. No other information was provided.